Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic, device back up vvi mode was observed and cyber security upgrade was unable to be completed. Patient has minor pacemaker syndrome and muscle stimulation palpitation symptoms due to the device back up vvi mode issue. Device was successfully reset by doing a firmware download however the cyber security upgrade was not attempted again. Patient was stable and no longer experienced discomfort and symptoms.